Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump experienced a primary audible background test during infusion. There was patient involvement and no harm or adverse event was reported.

Manufacturer narrative:
H3 and h6 codes - updated. The suspected device was returned for evaluation. The device was visually inspected and found that there was cracked bottom case. Review of the event history log (ehl) showed primary audible alarm bgnd test alarm. Confirmed customer report with visual inspection during review of error log. Probable cause due to electrical component interference. The device will be repaired by replacing the speaker assembly. The service history review identified no indication that the complaint was related to a service of the device within the review period. Further investigation found that there was travel reverse error and cracked bottom case. Probable cause due to normal material characteristics and normal wear. The device will be repaired by replacing the bottom case, leadscrew, coupler, and clutches.